Manufacturer narrative:
This is report 1 of 3 for this facility and aware date. The customer reported a suspected false (incorrect) negative result from a rapid covid test system on a symptomatic female patient. The symptom identified was a fever. No further patient data was available. The negative result was reproduced twice by repeat testing of the nasal swab sample with the testing platform. Confirmatory testing of the patient via polymerase chain reaction (pcr) testing was performed twice, and was found to be positive in both tests. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
This is report 1 of 3 for this facility and aware date. The customer reported a suspected false (incorrect) negative result from a rapid covid test system on a symptomatic female patient.

Manufacturer narrative:
G4: unmarked the product as a combination device (device is not combination).